Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2014 and suture was used. During the surgery, the suture detached from the needle during continuous suture. The needle did not fall into the patient and surgical procedure was completed successfully. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The used needle and suture were examined for visual inspection attribute defects. The sample condition suggests an improper handling of the needle/suture; since there were severe marks on the needle and the suture from use of the needle holder.